Event description:
An ophthalmologist reported an incomplete flap on the left eye of one pt. The left flap was difficult to lift at the 5 o'clock position (superior flap). No pt harm/injury was reported, however, at one day post-op there were epithelial erosion/spots over the flap. Post-op info also indicated the pt was 6/6 (20/20) in the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).